Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed with aml plus and duraloc on (B)(6) 1999 via tha. The patient had complained of discomfort on (B)(6) 2018, so that the surgeon recognized the head dissociation under the x-ray. Thus, the revision surgery was performed by replacing the head on (B)(6) 2018. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.